Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that during a procedure for right leg angio / re-opening of a full metal jacket stent, access was gained contralaterally in the left groin. The physician had to pull hard on the hub to remove the flexor ansel guiding sheath and the hub separated. An unknown wire was being utilized through the sheath. The sheath was removed and another one was used to complete the procedure. The patient was reportedly very large with a tough anatomy and steep bifurcation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, instructions for use, quality control data, dimensional verification, and visual inspection were conducted during the investigation. A 6.0 french ansel flexor sheath was returned for investigation with the proximal fitting separated from the shaft of the sheath. The flare of the sheath was found to be out-of-round. The ansel curve could not be determined. The curve of the sheath could have been deformed during use, the storage condition of the returned device could have affected the shape of the curve, or the user could have shaped the distal end of the device prior to use. The size of the flare was measured, and the flare was found to pass the gauge test. The inner diameter of the connector cap was measured and was found to be within specification. It was reported that the physician had to "pull hard on the hub," which is when the hub separated. It is feasible to suggest that the patient's "tough anatomy" and steep bifurcation likely caused a significant amount of resistance during removal of the device, which then required an excess amount of force for removal of the sheath, thus leading to the failure mode of hub separation. Based on the provided information, the most likely root cause may be related to the patient's condition. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.